Manufacturer narrative:
(B)(4). (B)(6). On (B)(6) 2015, the patient was discharged from the hospital. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (apd) therapy. The breach was not further described. On an unknown date, the patient was hospitalized for the event and was treated with cefazolin & ceftazidime (1 gram per day each, given intraperitoneally). One day before discharge, the treatment with cefazolin & ceftazidime was discontinued and it was reported that the patient had recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.